Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor adhesive was observed to be returned and intact during visual inspection. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. He further reported noticing ¿redness, itching and purulent oozing¿ at the insertion site. On (B)(6) 2019 customer had contact with a healthcare provider and was prescribed a cortisone cream. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. He further reported noticing ¿redness, itching and purulent oozing¿ at the insertion site. On (B)(6) 2019 customer had contact with a healthcare provider and was prescribed a cortisone cream. No additional treatment was reported. There was no report of death or permanent injury associated with this event.